Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 18:53:52 on(B)(6) 2023. At 15:51:34 on (B)(6) 2023, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bpm with pac¿s and pvc¿s. The rhythm then degraded to vt @ 160 bpm with motion artifact and electrode lead fall off. The device properly detected vt at 15:51:34 on (B)(6) 2023. However, noise and electrode lead fall off was detected before the shock could be delivered. The electrode belt was disconnected at 16:38:24 on (B)(6) 2023.